Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. Reported concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6), 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6).

Event description:
Approximately 11 month(s) and 21 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced loose glenoid and likely infection. The patient underwent a standard reverse revision with the reported removal of the standard humeral stem, humeral tray, humeral liner, glenosphere, glenoid base plate, and compression crew/locking cap components. A spacer was inserted and the revision to follow. The outcome of this event is considered resolved and the case report form indicates that this event is unlikely related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.